Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad. Approx. Three months post index procedure, unstable angina was reported. The patient was treated with medication. Approx. 6 weeks post stable angina, the patient was admitted for an angiography and it was reported the mid lad had a distal edge dissection flap. The mid lad was treated with pci. Diffuse spasm with chest pain was reported after pci. The patient recovered. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication. Sponsor assessed the event as not related to the antiplatelet medication but possibly related to the device.

Manufacturer narrative:
Cec adjudicated the event as tlr percutaneous intervention, clinically driven, lad revascularization. If information is provided in the future, a supplemental report will be issued.